Event description:
It was reported that the patient presented in the clinic for follow up. It was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were made. The patient was in stable condition.